Event description:
It was reported that during a da vinci assisted unilateral inguinal hernia surgical procedure, the endoscope exhibited unintuitive motion and noise was heard when turning the head of the endoscope. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: unintuitive motion is an additional issue we encountered on top of the noises that the endoscope made. The endoscope moved in the opposite side of the direction they wanted. Additional clarifying information was obtained on (B)(6) 2022: "the camera did not look in the direction we wanted, it went in the complete opposite direction. When the surgeon wanted to look to the right, the camera looked to the left. The endoscope moved freely with uncontrolled movements."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this event for evaluation and failure analysis has been performed. The customer-reported complaint was confirmed. The endoscope was found to have a bearing friction issue. A visual inspection also identified a cable integrity issue. The root cause of the issues was attributed to mishandling/misuse. A review of the device logs for the 30 degree endoscope (part# 470057-05 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the 30 degree endoscope was last used on 27-apr-2022 via system serial# (B)(4). There were 1978 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion/freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.